Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during surgery, a polarstem modular head for 21000662 chipped when impactor was used to impact the femoral head. This occurred while the device was handled inside the patient. The procedure was able to be completed with the same device. Surgery was not delayed. The patient was not harmed as a consequence of this issue.

Manufacturer narrative:
It was reported that, during surgery, a polarstem modular head for 21000662 chipped when impactor was used to impact the femoral head. This occurred while the device was handled inside the patient. The patient was not harmed as a consequence of this issue. The device intended for use in treatment was not returned for investigation. A product evaluation was not possible. So, the mentioned failure mode of break can not be confirmed. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The performed complaint history review for the complaint device revealed 2 additional complaints reported for the batch in scope with similar failure mode. In those 2 cases, the root cause was related to normal wear and tear. Review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on the information provided to the complaint, it is not possible to confirm the reported failure mode. A relationship between the reported event and the device cannot be confirmed and the root cause of the reported issue remains undetermined. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Due to the device not being returned, it is not possible to speculate about factors which could have contributed to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. As the device was not returned and as the review of the product documentation did not show deviations, there is no need for corrective actions. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.